Manufacturer narrative:
Evaluation: access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease, and/or calcification) should be compatible with vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. The access to the patient vessel was almost 100% stenosed which made this patient not a good candidate for the procedure.

Event description:
This was a planned conversion to an aorti-uni device due to the fact that the contralateral iliac was almost 100% stenosed at entry into aorta. Ipsilateral iliac was tortuous with a low aaa, the largest point of the aaa was on the contralateral side of the artery. Prior to starting the case, md expressed concern that the arteries were heavily calcified. Prior to inserting main body graft, dilators were used up to 22f. Main body was placed with a fair amount of force to track. Suprarenal stent deployed, much difficulty was encountered to get grey positioner up to meet the top cap. With rotating the grey positioner, md was able to dock the top cap. The tfle-12-71 was then placed. The patient's blood pressure dropped, occlusion balloon placed, tfle-12-54 was then placed to seal the iliac artery. Angio taken with no improvement. Md decision to open patient was made. Patient remained stable. The case was outside of the indications for use due to the calcified iliacs.